Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: liner 10 degree elevated rim 3.5 mm offset 36 mm # item 00631006236 lot 62731043, unk cup, unk stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent femoral head revision due to elevated metal ions, suspected trunnionosis, and allergic reaction six months post surgery. Attempts have been made and additional information on the reported event is unavailable.